Manufacturer narrative:
Zoll medical corp has not received the device for eval nad this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device using the same set of electrode pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.